Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise, variable impedance, and high capture threshold on the right ventricular (rv) lead were noted. No further intervention was performed at this time due to patient condition. The lead will continue to be monitored. The patient was stable with no adverse consequences.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Further information was received indicating on (B)(6) 2019 the right ventricular (rv) lead was capped and replaced. Externalized conductor wires were observed via imaging. The patient was stable.